Event description:
During dwell 2 of 4, the home patient (hp) stated that the supply bag fell and disconnected, causing an alarm. The hp cycled the power and ended therapy. The technical service representative (tsr) had the hp disconnect using aseptic technique and remove the cassette. The hp would notify the peritoneal dialysis (pd) registered nurse (rn) of the missed therapy. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated that the bag fell off the table and disconnected and this was the first time it had happened. The hp has been doing fine and continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). The companion sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 2 of 4 was not confirmed in the lab. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The hp stated that the supply bag fell and disconnected causing the alarm. The hp was able to provide the lot number of the cassette (h10b05094) and returned the companion sample. The batch review was performed on potentially associated lot with no issues noted. The companion sample set was placed on machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab.; therefore the cause of the complaint was not determined. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).